Event description:
It was reported that during an unknown procedure when the surgeon used the first one to ligate a vessel many of the clips were malformed, so he changed to a new one but its clips were still malformed. No consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: did clips fall into the patient? No. What was the shape of the malformed clips? Scissored. Scissored? Clip gap? Which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Unk. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed thirteen scissored clips malformed, and then the remaining clips were formed as intended. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the (b) device was returned in good visual condition with the jaws properly aligned. In addition, four scissored clips were returned in a separate bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # g9jm59, expiration date: 2/2015, manufacturing date: 03/2010.

Manufacturer narrative:
(B)(4).